Manufacturer narrative:
Manufacturer¿s ref # (B)(4). G4) similar to device marketed under 510(k)/PMA: k220137. Summary of investigational findings: cook became aware of an article: ¿percutaneous management of left ventricular perforation causing late cardiac tamponade after transcatheter aortic valve implantation¿ written by chatterjee et al. 2025. An 85-year-old female underwent transfemoral transcatheter aortic valve implantation (tavi) for severe aortic stenosis. Due to challenging anatomy and difficulty positioning the primary guidewire, a double-curved lunderquist stiff guidewire was advanced into the left ventricle (lv). The wire position was considered suboptimal but was accepted to complete the procedure. Approximately 18 hours post-procedure, the patient developed cardiac tamponade. Left ventricular angiography demonstrated perforation of the lateral left ventricular wall with active bleeding into the pericardial space. The authors concluded that the perforation was most likely caused by the tip of the lunderquist guidewire in the setting of difficult anatomy and wire positioning. No device malfunction or product defect was reported. The patient was successfully treated with pericardiocentesis and percutaneous hemostatic therapy and recovered without reported sequelae at 6-week follow-up. The complaint reported by the user was confirmed. The complaint originating from the literature article was confirmed based on available information. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review could not be completed as the lot number is unknown. There is evidence to suggest that user did not follow the instructions for use (IFU) and/or label. The lunderquist extra stiff wire guides are intended for use in the major vessels, the aorta and vena cava, including their access vessels and adjacent vessels and not a chamber, as left ventricle. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause was identified. The author state in the article: "the challenging anatomy and suboptimal position of the stiff wire in the left ventricle was the likely reason for lv perforation." "¿ the perforation was likely caused by the tip of the lunderquist wire". An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering the event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to literature: chatterjee, et. Al. 2025: ¿percutaneous management of left ventricular perforation causing late cardiac tamponade after transcatheter aortic valve implantation¿. An 85-year-old female underwent transfemoral transcatheter aortic valve implantation (tavi) for severe aortic stenosis. Due to challenging anatomy and difficulty positioning the primary guidewire, a double-curved lunderquist stiff guidewire was advanced into the left ventricle. The wire position was considered suboptimal but was accepted to complete the procedure. Approximately 18 hours post-procedure, the patient developed cardiac tamponade. Left ventricular angiography demonstrated perforation of the lateral left ventricular wall with active bleeding into the pericardial space. The authors concluded that the perforation was most likely caused by the tip of the lunderquist guidewire in the setting of difficult anatomy and wire positioning. No device malfunction or product defect was reported. Patient outcome: the patient was successfully treated with pericardiocentesis and percutaneous hemostatic therapy and recovered without reported sequelae at 6-week follow-up.